Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Last year pacing threshold measured 3.3 volts(v) at 1.1 milliseconds (ms) and at the device changeout threshold was at 4.5 v at 1.0 ms. There was also an increase of impedance of 200 ohms. The rv lead was surgically abandoned, as it was thought that the lead was broken. The broken lead could not be confirmed visibly, nor was the lead tested through a pacing system analyzer, to be confirmed electrically. No additional adverse patient effects were reported.